Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was a communication issue between controller and ens, unable to communicate/connect to controller. There was no communication/can't communicate. It was unknown if the troubleshooting was performed. The cause of the event was not known. Additional information was received from the patient on (B)(6) 2024. The patient stated that they pushed the reset button on the ens device and it was still not connecting to the programmer. Additional information was received from the patient on (B)(6) 2024. The patient stated that the therapy was not working. Their programmer was stating system error. Support link and patient had troubleshoot the issue and was unable to resolve this. Patient stated that they has had not had any bowel movements since the procedure and was severely constipated. Patient advised to contact their healthcare provider (hcp) with concerns. Additional information was received from the patient on (B)(6) 2024. The patient stated that the device was not working and to contact the clinician. We tried to restart the phone to see if that would help and it did not. Additional information was received from the patient on (B)(6) 2024. The patient stated that they were still waiting for their manufacturer representative (rep) to get back to them and the device was still not working. Additional information was received from the patient on (B)(6) 2024. The patient stated that their programmer was still not working, but they felt they were in a good place with their current settings. They stated that they should get a new programmer, but they lives an hour away and will wait to their appointment on monday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.